Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred while the device was in patient use. There was no allegation of patient harm. During the evaluation of the device at the manufacturer's service center, the error code was found in the ventilator's downloaded event log. The device's oxygen blending module board needs to be replaced to address the issue. At the time of this report, the replacement oxygen blender module board is out of stock, the scheduled repair completion date has not been set.